Event description:
It was reported that customer experienced unresponsive bolus button, intermittent unresponsive pump screen, and unusually fast battery drain. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and case was documented and closed with no additional corrective actions taken or further outcome information received.